Event description:
A malfunction alarm was reported on the pump, and no notable events were documented before the issue. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which was acknowledged.